Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-01. H6: investigation summary: bd received six samples submitted for evaluation. The reported issue was confirmed upon examination of the sample. Bd performed ftir testing to determine the material of the foreign matter and the results of the test showed the foreign matter consisted of silicone. The silicone is applied during the manufacturing process to aid in the insertion of the device by the end user. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 6 bd saf-t-intima¿ IV catheter safety systems had foreign "glue" on their catheter walls. The following information was provided by the initial reporter, translated from chinese to english: "after the guard cap was removed, glue was found on the catheter tubing wall."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd saf-t-intima¿ IV catheter safety systems had foreign "glue" on their catheter walls. The following information was provided by the initial reporter, translated from (B)(6) to english: "after the guard cap was removed, glue was found on the catheter tubing wall."